Event description:
The pt underwent a colonoscopy on 5/25/99 and was discharged in stable condition. A post-op call was made on 5/26/99; informed by family member that there were no complaints. The pt contacted the center at 4 p.m. On 5/26/99 with complaints of abdominal pain/diarrhea and was referred to the doctor on call. The pt was admitted to hosptial ICU on 5/26/99 with the dianosis of pancolitis.